Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump had experiencing high blood glucose and failed battery test. The blood glucose at the time of the incident was 500 mg/dl. The customer states they keep receiving battery out limit alarm and failed battery test alarm. Troubleshooting was not completed. The device will not be returned for analysis.